Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; pharmacist confirmed the customer is satisfied with replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. Pharmacist is calling on behalf of the customer (customer does not speak english). The customer is concerned with tests results from result obtained she stated her meter read two months ago of 130 mg/dl; customer could not remember if fasting or non-fasting. Pharmacist stated customer has not tested in two months because her meter is giving her inaccurate readings. The customer's expected fasting blood glucose test result range is 125 - 135 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Customer stated that around two months ago she was feeling symptoms of hyperglycemia and that she tested her sugar and obtained 130 mg/dl. Customer stated she went to the ER and while there she obtained 400 mg/dl (cannot verify if fasting or not). Customer stated she was given insulin and nausea medication. Pharmacist was uncooperative, stated she did not have time for any more questions and requested a replacement. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (customer did not mention any concern with the high numbers in the memory): 193mg/dl (B)(6) 2017 09:08 am fasting:no, 223mg/dl (B)(6) 2017 06:16 pm fasting:no, 240mg/dl (B)(6) 2017 06:20 pm fasting:no, 197mg/dl (B)(6) 2017 09:37 pm fasting:no, 212mg/dl (B)(6) 2017 08:06 am fasting:no. Memory concerns:customer is concerned with 130mg/dl she states she obtained on meter. (Cannot verify if fasting or not).